Event description:
The customer reported the system was not playing or recording cine images. Therte was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine sata cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.